Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. An empty opened foil, an opened ophthalmic folder with a foam park and two re-parked needle/suture piece of product code w9560, lot # pk6323 were received for evaluation. During the visual inspection, the swage and attachment area were noted to be as expected, the suture was noted with stress and the ends were noted with a lineal cut that appears to be by use of a surgical instrument. No functional test was performed due to condition of the sample received. A functional test by suture diameter was performed on the sample using a federal gauge and the result met the ethicon requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture was an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: it was reported breakage suture. One picture was provided for analysis. Upon visual inspection of picture, one suture cut in two section inside open foil of product code (B)(4), lot pk6323 could be observed. However, no conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cataract procedure on (B)(6) 2020 and suture was used. The suture broke when sewing during the surgery. There were no adverse patient consequences reported. Additional information was requested.